Event description:
The customer had a low blood glucose result of 160mg/dl and was not feelkng well. The customer went to the hospital and they received a result of 560mg/dl. The customer is unsure if receiving any treatment. Controls were in use but ranges were not given. A request was made for the return of the suspect device and replacement product was sent.